Event description:
It was reported that bd maxplus pressure rated extension set with removable needleless connector separated the following information was received by the initial reporter with the following : sers details "pt came to CT with IV from ed. Tech tested IV with saline. Immediately the hub from the angio catheter (the colored part) disconnected from the j-loop. Tech removed tegaderm and cleaned site, tightened hub to the j-loop and placed new tegaderm and tape. IV was then ok for power injection."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported catheter disconnected from the j-loop, and returned one used sample of material mp5303-c, lot 23079280. The set was visually examined for defects and abnormalities. No defects or abnormalities were observed. The set was unable to replicate the failure, and the complaint could not be verified. Device history record review for model mp5303-c lot number 23079280 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the j-loop disconnection could not be found without a replicated failure. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.